Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that a computed tomography (CT) dated (B)(6) 2013, revealed a proximal type I endoleak. A reintervention was performed on (B)(6) 2013. The physician implanted two extender components and "snorkeled" the left renal artery; the left renal artery was intentionally covered and profusion was maintained with a stent. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met al pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.